Manufacturer narrative:
This report is submitted on november 20, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the surgeon, it was reported that the patient requires mris for non-device related neurological assessment. Subsequently, the device was explanted on (B)(6) 2017. The patient was not reimplanted with another device.